Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was an issue with the right atrial (ra) lead fixation and it dislodged several times. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that these are not lead failures. If information is provided in the future, a supplemental report will be issued.